Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's motor has been getting louder even when new cartridges are loaded. The customer's blood glucose levels have been high (270-419 mg/dl).